Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) confirmed that power consumption is increasing in a gradual fashion. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.